Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture and hardening of the left breast. Patient has learned about the device recall and doesn't feel comfortable anymore. The device remains implanted.